Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 200 mg/dl and the sensor glucose was 75 mg/dl at the time of the incident. Customer also experiences high blood glucose level of 200 to 300 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The sensor will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed the continuity resistance test and the sensor passed per specification. Performed the bicarbonate buffer test and the sensor passed per specifications.

Manufacturer narrative:
Inspected 1 opened or used sensor and performed continuity resistance test and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications.